Manufacturer narrative:
Date of report: 19jun2019. Date rec'd by MFR: 26may2019. A user interface assembly was return for analysis. During further investigation (fi), a visual inspection of the user interface assembly revealed no evidence of damage or contamination. An investigation was performed and the root cause was isolated to a burn out cold cathode fluorescent lamp (ccfl) backlight. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 11apr2019. The customer's representative confirmed the reported display issue.the customer's representative reported that the issue has been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the display was dim. There was no patient involvement. Event date not specified; estimate used.